Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor was recording false pause episodes due to undersensing. The undersensing was due to loss of contact. Programming changes were made. The patient did not suffer any consequences.